Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with undercorrection of less than 1 diopter in both eyes. A brief description of the event says that 3 months post lasik patient sans corrected visual acuity for both eyes is 20/25. It was reported that patient was going to be seen in 4-6 weeks for enhancement. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred and poor vision while driving and light sensitivity. Patient mentioned not being happy with vision. It was reported that the symptoms were not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -.25 x 175; left eye pre-op 20/20 -2.50 x -.25 x 20. Bcva from (B)(6) 2016: right eye post-op 20/20 -.50 x -.75 x 15; left eye post-op 20/20 -.75 x -.75 x 177. On (B)(6) 2016 account reported patient was treated with steroids for the light sensitivity and that patient has not fully recovered. Surgeon reports that patient light sensitivity is not due to transient light sensitivity syndrome.